Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. It was stated the meter generated a result of 900 mg/dl and when checking into the meter memory, the value was verified and saved. Reporter stated afterwards checking glucose on a different meter and the result was in the 300s mg/dl. No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect product and replacement product was sent.